Event description:
On 4/9/97, the facility's nurse manager contacted the MFR and reported that prior to implant surgery, the dr noticed that he was "sucking air back" and then realized the plastic hub of the 18 gauge needle in the device introducer kit was cracked. The needle was discarded after use.